Event description:
It was reported that the pt presented to the cath lab hemodynamically unstable and crashing. An attempt was made to inject the coronaries with contrast dye through a catheter and the copilot bbcv. Abrupt closure of the coronary system was visualized and nothing further was done. The pt apparently died in the lab. Guidant corp will conservatively file this event because of the pt's death.